Event description:
It was reported that during a laparoscopic colon procedure, the device would not squeeze together completely after the third firing. Some staples were deployed. It is unknown if there was a cut line. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the (B)(4) device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as no cartridge reload was returned for analysis.